Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. Visual analysis noted that the lead was passed using the 9fr safe sheath. All tines were present.

Event description:
It was reported that during the implant attempt, the lead could be advanced but only with resistance. The doctor had to remove the lead from the vessel and it was noted the "anchor extensions" were no longer visible on the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.